Event description:
The consumer was on an apnea monitor and allegedly experienced a cyanotic episode. The family alleges the water reached the pt through the 25' extension tubing and flowmeter. No serious injury alleged.